Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on reported information.

Event description:
The user facility reported that there have been two incidents in which the accudrain tubing separated at the bonded site on the pt's line resulting in cerebral spinal fluid (csf) leakage. The first occurrence reported herein, the csf leakage was discovered and the accudrain system was revised. The pt has since been discharged from the hospital. This medical device report is linked to medical device report number: 2648988-2008-00013.